Manufacturer narrative:
(B)(4). Batch # n56v5x. The analysis found that one ec60a device was returned with no apparent damage and with an ecr60g cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) . Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic bariatric procedure, the reload fell out of the device and into the patient. It was retrieved. It is unknown which firing. No buttressing was being used. The procedure was completed using a like device of the same product code and another reload of the same product code. There was no patient consequence reported.